Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb cable. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and usb cable. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.